Manufacturer narrative:
Biomarc tissue markers are sterile, single patient use, pyrolytic carbon coated zirconium oxide discrete markers that are visible on standard radiographs (x-ray, mammography, fluoroscopy, kv, and CT) as well as ultrasound, and magnetic resonance imaging (MRI). Biomarc tissue markers are placed into soft tissue during open, percutaneous, or endoscopic procedures to radiographically mark a surgical location. Biomarc tissue markers are supplied pre-loaded in a sterile, pyrogen free, single patient use deployment device. It was reported that the surgeon found a piece of the marker applicator sheath inside the breast during an excision. A related experience review was conducted with no other instances of this event having been reported for this catalog number at any other facility. Although it could not be concluded that this device caused or contributed to this event, it has been determined to be reportable pursuant to 21 cfr 803 due to the reported malfunction. As such, we are submitting this medwatch report. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constittute a determination or admission that a device has malfunctioned or that a device is related to death, injury or malfunction.

Event description:
The surgeon reported finding a piece of the marker applicator sheath inside the breast during an excision.